Manufacturer narrative:
One opened probe was received with no tip protector, in a bag, for the report. The sample was visually inspected and found to be non-conforming with the tip of the needle broken at the port. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Photos of paks and product are attached and have been reviewed by the investigation site. The lot numbers seen indicate that the paks are unrelated to this complaint record. The product photos show a needle with a piece of metal below it on a white cloth. The details of what the piece of metal is and the condition of the needle cannot be determined from the photos. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the tip of the probe was broken. The exact cause of the broken tip cannot be determined from the evaluation performed. The exact root cause of the broken tip could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that the tip of the vitrectomy cutter became detached in the eye during vitrectomy surgery. The procedure was completed after the tip was replaced with another one. There was no harm to patient. Based on information received following submission of the initial report, unknown lot number was updated.